Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy pd fluid. One day after the onset of peritonitis; the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gram, once a day every five days for 14 days) and ip injection cefazoline (1 gram, once a day for 14 days) for the event of peritonitis. Seven day after hospital admission the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.